Manufacturer narrative:
(B)(4) date sent to the FDA: 01/06/2016. (B)(4).

Event description:
It was reported in a journal article that a patient underwent a tailored transvaginal mesh surgery for pelvic organ prolapse on an unknown date and suture was used to fixate mesh. The patient experiences included mesh extrusion, voiding dysfunction, vaginal hematoma, de novo stress urinary incontinence and uterine prolapse. Additional information was requested.

Manufacturer narrative:
Additional information was received that indicates this event does not meet serious injury reporting criteria. This event therefore is not reportable.